Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported measurements stop intermittently. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powered on using ac and battery power. The device was able to obtain measurements with all the enabled parameters. The unit displayed a "replace sensor" message after a short time. The solder pad inside the tb20 connector was lifting which resulted in a poor connection with a cable and can result in a loss of measurements along with a "replace sensor" message. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported measurements stop intermittently. No consequences or impact to patient were reported.